Manufacturer narrative:
(B)(4). Batch # m53z9r. Attempts are being to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing did this occur? On this firing, did the device cut? If the device cut, was the cut line complete? On this firing, was the device fired across a staple line? Was the post-op care changed for the patient as a result of removing the device with knife cutting? What is the current patient status? The analysis found that one ntlc75 device was returned in good visual condition and with a cartridge reload present. The cartridge reload was received with the swing tab locked out. The cartridge reload swing tab was reset in order to fire the cartridge. The device was tested for functionality with the returned cartridge reload and fired without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. A probable cause for the reported incident and the protruding staples is the device may have been partially fired causing the lockout to be set. Reference ¿instructions for use¿ for complete firing instructions. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a colectomy procedure, there is a tumor in the patient's left colon. The firing knob of the device was stuck. The knob could not move forward or backward. The device was removed with knife-cutting. The already deployed staples were formed properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.